Event description:
This ra lead was implanted on (B)(6) 2015 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead shows minute ventilation chop. It was also noted that oversensing was observed. The physician was dr. (B)(6) at (B)(6) cardiology in fort wayne, in. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).